Manufacturer narrative:
Block h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: device code a090208 is being used to capture the reportable event of scope poor quality image.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-02078 for exalt model d scope and 3005099803-2025-02206 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the image was blurry and could not be cleared with irrigation. The procedure was completed using the original device, a reusable scope was used for verification. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6. Device code a090208 is being used to capture the reportable event of scope poor quality image. Block h11 the device did not return for product analysis; however, a media analysis was performed. The customer provided photographs where a blurry section in the top left corner of the camera's point of view can be observed. The reported event was confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-02078 for exalt model d scope and 3005099803-2025-02206 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the image was blurry and could not be cleared with irrigation. The procedure was completed using the original device, a reusable scope was used for verification. There were no patient complications reported as a result of this event.